Event description:
A report was received that the patient had difficulty charging the ipg as it shifted in the pocket. It was also noted that an injection was administered to the patient. It was unknown what the injection was for. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg as it shifted in the pocket. It was also noted that an injection was administered to the patient. It was unknown what the injection was for. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg as it shifted in the pocket. It was also noted that an injection was administered to the patient. It was unknown what the injection was for. The patient will undergo an ipg replacement procedure.